Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device and the reported needle to cuff miss, guide detachment and difficult to remove were confirmed. The reported needle to cuff miss, guide detachment and difficult to remove appear to be related to the patient weight. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Additionally, returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5f sheath after a right leg diagnostic procedure. Reportedly, when the proglide plunger was removed, no suture was present. The proglide device could not be removed from the patient anatomy. An angiogram was performed and a break in the device was visible between the proximal and distal guide with a one inch gap between the two parts. The patient was transferred to another hospital to have the distal part of the guide removed. There was a clinically significant delay in the procedure due to the surgical removal of the proglide distal guide. The physician is reportedly trained in the use of the proglide device. No additional information was provided.